Manufacturer narrative:
E1; reporter institution phone number (B)(6). Analysis was performed which included functional testing and calibration. The software of the device has been updated. Nbp calibrations were redone. All tests and controls were carried out according to the procedure specified in the service document. The device has been delivered to the user in working condition. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device needed to a calibration update. The issue was resolved by performing an updated sw updated and calibration of the device, the product is back in service.

Event description:
Philips received a complaint on an patient monitor efficia cm120 indicating that the device is measuring nbp incorrectly. The device was in use on a patient at time of event, there was no adverse event reported.